Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed that while operating on power supplied from a battery module only, the device is able to power on w/o user input, enter sleep mode and shutdown w/o user input. The cause was determined to be contact between the scanner bracket screw and the 2 traces of the backflex causing shorting. The submission of this complaint is due to the risk associated with an intermittent power up, enter sleep mode and power down w/o user input. See scanned page.

Event description:
It was reported that when a pump is powered off, it will intermittently flash a white screen and cannot be powered on. It was also reported that there was no pt involvement.